Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the ER after receiving an alert for non-sustained post-paced t-wave oversensing. The patient was asymptomatic. Programming changes were made, and the patient will continue to be monitored.